Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in an 81-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage a. During the course of support, a retroperitoneal bleed was reported. Anticoagulation with heparin was discontinued, resulting in resolution of the bleeding. The patient experienced a hemoglobin decrease from 8.6 to 6.6 grams per deciliter and received 2 units of packed red blood cells. Estimated blood loss was reported to be approximately 200 milliliters. It was noted that the repositioning sheath was in place with appropriate angle matching. While on support, the impella cp device was operating at performance level 5 with expected flows of 2.8 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The device was successfully weaned and explanted. The patient survived to explant with no additional harm noted. Bleeding is a known risk associated with impella support due to anticoagulation and large-bore arterial access.